Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). Investigation summary: bd did not receive any samples or photos for investigation. Therefore, 20 retained samples were functionally tested, and it was determined that all 20 tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes, an unspecified number of tubes underfilled. There was no health impact or consequences reported.